Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up. Post-paced t-wave oversensing was observed on the device via stored egm. Programming changes were recommended.

Event description:
New information received notes that the device exhibited post-paced t-wave oversensing via review of remote transmission. Patient was asymptomatic. Programming changes were made. The patients condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.